Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began approximately two weeks prior to contacting lfs. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. The patient, however, denied taking any action in response to the alleged power issue. According to the csr's documentation, as a result of the alleged meter issue the patient reportedly developed a symptom of frequent urination three days later. On (B)(6) 2013 the patient was advised by her health care professional (by phone) to make an appointment for urinalysis. The patient denied testing her blood glucose with another device. At the time of troubleshooting the csr noted that the patient did not have her testing supplies available. The alleged power issue remains unresolved. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
(Serial #) information was not provided. Test strip lot #: not provided.